Event description:
It was reported that the patient returned from a holiday and due to problems at airport security patient received a lengthy check with the metal detector wand. The patient went into cardiac arrest a few days later and expired. Only a slow vt, which was below the tach zone, was seen during the cardiac arrest. The family believes that the metal detector wand may have caused a problem with the device and caused it to fail to deliver a shock during the patient's cardiac arrest. When the ICD was interrogated, no arrhythmia was detected by the device at the time of death. A noise reversion episode is noted at the time that the metal detector was applied.

Event description:
A customer reported they observed a crack in their freestyle navigator receiver. The customer returned their freestyle navigator transmitter to abbott diabetes care. Visual inspection of the device identified cracks at the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The field experience of a suspected device malfunction was not confirmed. As noted in the field experience report, no arrhythmia was detected by the device at the time of death, as slow vt (below tach zone) was observed during the patient's cardiac arrest. The device was found to function within normal product specifications.